Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 256 mg/dl at the time of the incident. Customer also received with software error. Customer stated that, they are able to rewind the pump. Assisted with performing displacement test and self-test both were passed. Assisted the customer with load reservoir and fill tubing process. Pump error did not occur. Customer stated that, the alarm occurred during basal delivery. Error table does not indicate the pump should be replaced. The insulin pump will not be returned for analysis.